Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2021-17609. It was reported that the patient was not receiving effective therapy from their system. X-rays revealed that the leads had migrated. In turn, surgical intervention may take place to address the issue.